Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in the (B)(6).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit result (hcg+b) result on their modular e analyzer. The patient's initial hcg+b result was 30 u/l. The analyzer automatically repeated the sample and the result was 2 u/l. The customer analyzed the sample on another system and the result was also 2 u/l. Information regarding the other system used for testing was not provided. The incorrect results generated by the analyzer was not reported because the analyzer was programmed to automatically rerun increased "levels". The hcg+b lot number was 158905. The field service specialist replaced the measuring cell. No more "outliers" have been seen.

Manufacturer narrative:
Insufficient information was provided for further investigation. A root cause could not be determined. No further information was provided regarding the patient. It is unknown if there were any adverse effects to the patient.